Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Third f/u attempt: how was the procedure completed? Did the device deliver staples on the third firing? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? What was the product code and lot/batch number for the stapler used with the tr45w cartridge? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Event description:
It was reported that during a gastroplasty procedure, there was failure in stapling in the second anastomosis. Being used only one third of the staples. Unknown how case was completed. There were no adverse consequences for the patient.